Manufacturer narrative:
H3. The device was discarded by the staff and is not available for return or evaluation. Therefore, this report is based solely on the information provided by the customer through a tidi associate product manager. The tidi associate product manager responded to the due diligence email stating that there was no caregiver or patient injury. He described how the product was used at the time of the incident, and that the customer did not tie an overhand knot with the excess strap directly below the quick-release buckle to limit unwanted adjustment or to prevent the strap from slipping as prescribed in the IFU. They do a knot 50 percent of the time and thought the text in the IFU was only a suggestion. He also described the mental condition of the patient who was not a typical patient to be combative. It was a one-off incident with the patient, and they made sure to follow the protocol with this product. Possible root causes for this deficiency: 1.) Patient was assessed incorrectly when choosing the proper wrist restraints leading to the incorrect restraints applied, 2.) Patient was cooperative in the beginning but became emotional or felt discomfort with the restraints and became aggressive or combative. 3). The IFU was not followed while applying this restraint. A review of the complaint database revealed seven similar events against this device in the past two years leading tidi to redesign the male buckle of the product to mitigate the slipping issue from occurring while the knot is not present. The corrective action is being addressed via (B)(4). Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Per the IFU: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if the device is damaged or if unable to lock. Additionally, the IFU warns: do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. Without the return of the device, the reported issue could not be confirmed. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Manufacturer reference file (B)(4).

Event description:
Customer is reporting a complaint on 2532. Customer is reporting that product # 2532 failed.